Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was received loaded with a needle. The device was returned with no blister package and with exposed blades. One of the blades was partially bent. Due to the bent blade difficulty was experienced when removing the returned needle. The beveled walls of the devices were inspected through a microscope and no witness marks from the needle tip impacting the beveled walls were found. No shearing or deformation were observed around the toggle switch. The flat pin and center rod were found to be without abnormality. Functionally, the blades of the device were straightened. The returned device was loaded with a test needle from the returned product analysis (rpa) inventory and applied to test media. The test needle remained intact throughout testing. No difficulty was experienced in loading, unloading or toggling the test needle. It was reported that the first instrument was not working as it should, it would not open once the needle was loaded. The reported issue was confirmed. The most likely cause could not be establi shed from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: 173016, 173016 endo stitch instrument, (lot #j3g2510ey) unknown endo st, unknown endo stitch sulu, (lot #unknown) unknown endo st, unknown endo stitch sulu, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving the endo stitch instrument, there were difficulties encountered with the device. The first instrument was not working as it should, it would not open once the needle was loaded. While on the second instrument, the needle was unable to be removed. The issue was resolved by replacing the device with another one to complete the case. There was no injury to the patient.